Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
This report is for an unknown screw/rod construct accessories/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing surgical procedures of the thoracic, thoracolumbar, or lumbar spine. Failed surgical procedures of the thoracic, thoracolumbar, or lumbar spine has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 3 patients had reoperation within the to estimate the occurrence of subsequent surgery within 90 days following the index procedure for fusion or device removal within the thoracic, thoracolumbar spine. 1 patient had subsequent surgery within 24 months following index procedure for non-fusion surgeries in any region of the thoracic, thoracolumbar, lumbar or lumbosacral spine. This is for expedium anterior spine system this is report 4 of 4 for (B)(4).